Event description:
Valve did not close properly and had to be explanted again. Per translated email from surgeon: on the (B)(6) 2012, I had a (B)(6) patient for double valve replacement, with ce valves operated, ce 21mm in aortic and ce 31mm in mitral position. Technically and operatively no problems. On the intra operative echo control, a central leak of the mitral prosthesis was seen. The aortic prosthesis was without regurgitation. I replaced the ce mitral prosthesis. No insufficiency anymore. The patient was extubated on 1st op day and she is doing very well, and now already discharged. I looked at the explanted prosthesis and it seems that there is a gap centrally.

Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: (B)(4) images have been provided to an independent consultant for (B)(4) review. The device history record (DHR) review is in progress. The device is to be returned for evaluation. Follow up report will be submitted upon completion of evaluation.

Manufacturer narrative:
On (B)(4) 2012, the echo cd results were received from an independent consultant.